Manufacturer narrative:
Patient information was unavailable from the site. On (B)(6) 2015, a medtronic representative went to the site to test the equipment and found that the motion batteries were wearing down quickly, and the clip on the back of the hand-switch was broken. Replacement parts were ordered for the motion battery and the hand-switch. On (B)(6) 2015, a medtronic representative went back to the site to re-test the equipment. The motion batteries were not holding a charge. The used batteries were replaced with new ones. The broken hand-switch was also replaced. The imaging system then passed the system checkout and was found to be fully functional. The used motion batteries were the suspected cause of the reported event; however, the batteries were not returned to the manufacturer for analysis. The following part was returned to the manufacturer for analysis; however, the part did not cause the reported event. The x-ray hand switch was returned to the manufacturer and physical damage was found. The hand switch had a broken hanger clip. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when booting the imaging system for a spinal fusion procedure, the pendant displayed an error message, "error initializing collimator." In trouble-shooting, re-booting the system twice did not resolve the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.